Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: grade 3 capsular contracture. The reported event or events are physiological complications (capsular contracture baker grade 3), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "grade 3 capsular contracture". This record is for right side. Device remains implanted.